Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified as reported error code was not reproduced during evaluation. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that while using the evis exera iii xenon light source, error code b30 was displayed. The issue was observed during preparation for use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was not confirmed/ reproduced. Additionally, the evaluation revealed: the front panel mouth was cracked; and worn-out socket slider switch caused intermittent use of high intensity mode. The scope socket showed signs of corrosion. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.